Event description:
It was reported that the ilet user experienced hyperglycemia reaching 401 mg/dl and received pump alert 38; a dry run was performed, and 165 units were delivered without issue, supplies were inspected with no abnormalities observed, and the user was instructed to replace all infusion components, which they did. Symptoms included hyperglycemia, polydipsia, dry mouth, and nausea. Outcomes included no reported hospitalization or long-term impairment. Investigation included user troubleshooting and education with inspection of external infusion supplies and functional verification via dry run. Investigation of this case revealed no device malfunction detected during the dry run and no visible defects with the infusion set or related components, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.